Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get them removed and that fragment') and device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') in a 39-year-old female patient who had essure (batch no. 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (total no. Of pregnancies - 6), live birth ((B)(6) 1997, (B)(6) 2002, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014) and breast mass. Impression: 1. Orientation of the essure coils suggests that the right coil may not be within the tube. This result was placed in the urgent findings database at the time of this dictation. 2. No evidence of bowel distention. 3. Incidental degenerative facet arthrosis in the lower lumbar spine most marked l4-5. Previously administered products included for an unreported indication: yaz. Concurrent conditions included amenorrhea. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and paraesthesia ("other injury(ies) or complication (s) please describe: vibrations"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy :- birth - no complication"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and inflammation ("inflammation"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, pregnancy with contraceptive device, inflammation and paraesthesia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, inflammation, paraesthesia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. The right fallopian tube was canalized, 1 coils showing. The left fallopian tube was canalized with 3 coils showing patient had another episode of pregnancy which was captured under 2020-054367. The patient did not have her essure removed. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-mar-2020: pfs+mr received. Lot number added. New events: other injury(ies) or complication (s) please describe: vibrations, lower abdominal pain, device monitoring procedure not performed were added. Even of pregnancy :- birth - no complication downgraded to non-serious. New reporters added. Past medical history, concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get them removed and that fragment') and device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') in a 39-year-old female patient who had essure (batch no. 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (total no. Of pregnancies - 6), live birth ((B)(6) 1997, (B)(6) 2002, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014) and breast mass. Impression: 1. Orientation of the essure coils suggests that the right coil may not be within the tube. This result was placed in the urgent findings database at the time of this dictation. 2. No evidence of bowel distention. 3. Incidental degenerative facet arthrosis in the lower lumbar spine most marked l4-5. Previously administered products included for an unreported indication: yaz. Concurrent conditions included amenorrhea. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and paraesthesia ("other injury(ies) or complication (s) please describe: vibrations"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy :- birth - no complication"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and inflammation ("inflammation"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, pregnancy with contraceptive device, inflammation and paraesthesia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, inflammation, paraesthesia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted: date(s) of insertion: (B)(6) 2013. The right fallopian tube was canalized, 1 coils showing. The left fallopian tube was canalized with 3 coils showing patient had another episode of pregnancy which was captured under (B)(4). The patient did not have her essure removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get them removed and that fragment') and device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') in a 39-year-old female patient who had essure (batch no. 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (total no. Of pregnancies - 6), live birth ((B)(6) 1997, (B)(6) 2002, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014) and breast mass. Impression: 1. Orientation of the essure coils suggests that the right coil may not be within the tube. This result was placed in the urgent findings database at the time of this dictation. 2. No evidence of bowel distention. 3. Incidental degenerative facet arthrosis in the lower lumbar spine most marked l4-5. Previously administered products included for an unreported indication: yaz. Concurrent conditions included amenorrhea. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and paraesthesia ("other injury(ies) or complication (s) please describe: vibrations"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy :- birth - no complication"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and inflammation ("inflammation"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, abdominal pain lower, pregnancy with contraceptive device, inflammation and paraesthesia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, inflammation, paraesthesia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. The right fallopian tube was canalized, 1 coils showing. The left fallopian tube was canalized with 3 coils showing patient had another episode of pregnancy which was captured under 2020-054367. The patient did not have her essure removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') and pregnancy with contraceptive device ('pregnancy :- birth - no complication') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to pregnancy :- birth - no complication, migration/ coil migrated to intestinal wall, migration movement of essure, device ineffective were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get them removed and that fragment'), device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') and pregnancy with contraceptive device ('pregnancy :- birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, inflammation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, inflammation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event inflammation, get them removed and that fragment added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get them removed and that fragment'), device dislocation ('migration/coil migrated to intestinal wall, migration movement of essure') and pregnancy with contraceptive device ('pregnancy :- birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, inflammation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for migration. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, inflammation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.